Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose on (B)(6) 2015 was 495 mg/dl with moderate ketones, confusion, difficulty waking up, and extreme drowsiness. It was reported the patient did not receive treatment above and beyond routine diabetes management, remained on pump therapy, and the pump¿s basal rate setting was recently changed by a healthcare provider. During troubleshooting, it was reported that: the pump¿s basal history was appropriate for the programmed basal rates; the total daily dose basal history was inappropriate for the programmed basal rates due to the patient changing the basal rate setting; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. Animas customer technical service determined the following health conditions contributed to the alleged health event: lupus; chest paint. There was no indication or allegation of a device malfunction. This complaint is being reported because the alleged serious health event was attributed to a use error.

Manufacturer narrative:
The device has not been requested for return to animas.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 06/29/2015 with the following findings: review of the pump and meter black boxes revealed no abnormal behavior. The total daily dose history correlated appropriately to the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.